Event description:
The rondo 2 was received at headquarters and during a normal repair process a leaking battery was discovered. According to the repair request form the rondo 2 audio processor has been returned due to optical damage. Reportedly, the processor did not work properly after a fall. The device had been in use since october 2019. The user did not come into contact with the leaking electrolyte.

Manufacturer narrative:
Conclusion: during a normal repair process a leaking rondo 2 rechargeable battery was discovered. The investigation revealed a broken welding seam at the housing. The rechargeable battery housing is broken and covered with leaking electrolyte, which also damaged the sleeve. It is very likely that the device got damaged by mechanical stress. This is a final report.

Manufacturer narrative:
The device has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at headquarters and during a normal repair process a leaking rondo 2 battery was discovered. According to the repair request form the rondo 2 audio processor has been returned due to optical damage.